Event description:
It was reported to MFR that during generator replacement surgery due to end of service, high lead impedance resulted when the new generator was connected to the existing lead. Intraoperative troubleshooting revealed that the existing lead was problematic. The lead was subsequently removed and a new lead was reimplanted. Attempts to obtain add'l info from the treating physician are underway. Attempts to obtain the explanted lead and generator for analysis are also currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.